Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined follow up from tandem customer technical support (cts). Multiple follow attempts were made by cts, however, no response was received by the customer. There was no reported adverse impact. No additional information was provided.